Manufacturer narrative:
As reported, two connectors of the ventralight st echo 2 mesh were noted to have broken off the echo 2 ps and landed on the surgical drapes. Photo evaluation confirms the presence of two broken connectors as reported. Based on the information provided and without having the physical sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during robotic incisional hernia repair a ventralight st echo 2 mesh was inserted into the abdomen and it was observed that 2 coils (connectors) broke off and landed on the surgical drapes. There was no patient harm or injury.